Manufacturer narrative:
The lead was returned due to a cardiac perforation. As received, a complete lead was returned in one piece with the helix retracted. Visual inspection of the lead did not find any anomalies. After cleaning, the blood off from the helix and applying torque directly to the connector pin, the helix could be extended and retracted meeting device specifications. A tip stiffness test was performed and the test results were in specification.

Event description:
During follow-up, a cardiac perforation was observed due to the right ventricular (rv) lead. Diagnostic imaging was performed, revealing a cardiac perforation. The issue was resolved by explanting and replacing the rv lead. The patient experienced no consequences.